Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to starting the procedure, the patient had a baseline effusion. Before the closure device was deployed, the patient experienced supraventricular tachycardia with hypotension, which required esmolol and cardioversion to return to normal sinus rhythm and blood pressure. After deployment of the 27mm closure device, which had a little bit of a shoulder on the mitral annular side, 3-4 tug tests were performed for which the device came back out of the appendage. At this time, the right atrium collapsed and the effusion grew larger. The patients blood pressure dropped and a cardiac tamponade occurred. A pericardiocentesis was performed. Then the patient was brought to surgery to repair the perforation to the laa as well as a perforation of the left ventricle at the apex, medial to the left anterior descending artery. Additional procedures performed were the following: emergent mediastinal exploration for bleeding, cardiopulmonary bypass, placement of temporary ventricular pacing wires. They had to retain the tension due to coagulopathy. A transesophageal echocardiogram (tee) was also performed. The procedures were successful. No closure device was left behind. The patient was discharged (B)(6) 2019 to a sub-acute rehabilitation facility.